Event description:
It was reported that device is not warming up. No patient injury reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of the device showed damaged enclosure, front cover, tank cover, drain fitting, plate clip, and line cord. Customer?s reported issue was duplicated. Device was given time but would not warm up confirming the customer complaint. The root cause of the reported issue was determined. Component failed due faulty heater and normal wear and tear. Actions taken to mitigate the reported issue: due to age of device it will be scrapped. UDI information is unknown.